Event description:
It was reported that the right ventricular (rv) lead had high impedance due to a possible fracture. There was also report of oversensing with short ventricle-ventricle intervals and non-sustained ventricular tachycardia episodes appearing to be noise. The noise is reportedly reproduced by movement of the left arm. The pace-sense portion of the lead was capped and replaced and the high voltage coil remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).